Event description:
New information received notes that via merlin.net transmission, episodes of non-sustained lead noise due to post-paced t-wave oversensing were observed. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in clinic for follow up after post-paced t-wave oversensing episode recurred. Oversensing episodes were noted on a stored egm. Programming changes were made. Patient condition is good and is scheduled for follow up.